Manufacturer narrative:
Concomitant medical products': ssd 9735999 with s8 os s8 svc, lot s3z6nbrk601432e. The solid state drive was returned to the manufacturer for analysis. It was reported that there was a software failure, the os was corrupt. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that reinstalling the software did not resolve the issue and the importing of scans showed no patient information. The hard drive (solid-state drive) was replaced. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to load a patient disc. The manufacturer representative attempted to load a disc, and after waiting a period of time with nothing happening, estimated to be between 3-5 minutes of waiting, the manufacturer representative aborted loading the disc. This occurred prior to a procedure with no patient involvement.